Event description:
It was reported during an ipg revision surgery on (B)(6) 2013, the physician accidentally cut the pt's lead. The lead was replaced with a new one. During the replacement procedure, the physician had difficulty placing the new lead. The pt also experienced a csf leak. The surgical procedure was extended 3-4 hours. The pt had a severe headache and was treated with pain medication. Follow up information on (B)(6) 2013 identified the pt is still having severe headaches when he sits or stands. On (B)(6) 2013, the pt went to the hospital due to the severe headaches. A CT scan showed a pneumocephalus, and a small csf leak, the physician will monitor the pt and treat with medication for the headache.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.